Manufacturer narrative:
The reported event, lid came off and cracked, was confirmed. The service technician observed that the lid cracked and broke off with a damaged hinge. It was determined there were failures involving cracked bottom housing and rail damage. Possible causes include excess autoclaves, cleaners, or impact/vibration. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the lid on the aseptic battery housing is broken off at user facility. This failure can expose non sterile battery to the surgical site. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the lid on the aseptic battery housing is broken off at user facility. This failure can expose non sterile battery to the surgical site. Upon follow up, the user facility was not able to provide any further information regarding the reported event.